Manufacturer narrative:
This report is submitted on october 26, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced tenderness and oozing at abutment site and subsequently was treated with topical steroids (date and duration not reported). Clinical management is ongoing.